Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "clip applier incorrectly applied the clips, surgeon noticed scissoring or not complete clip closure during application onto cystic duct and cystic artery. This could seriously compromise vessel closure. Due to this incorrect closure, clips remove by themselves from vessels. Endoloop use was necessary to correctly close the vessels and this took more time to finish the procedure. Event was reported to (B)(4) and we were advised directly from hospital pharmacy event sample will be available for inspection only after february 19th and if (B)(4) itself will decide not to retire it for further investigation." Patient status - "good." Type of intervention- "duct/vessel were ligated by endoloop."

Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.